Event description:
It was reported that the right ventricular (rv) lead was contaminated during a procedure. The lead was not used and a new one was implanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of contaminated on the right ventricular lead was not confirmed. A complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.